Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/12/2016 and found that tubing on the bottom of diff waste chamber (vc7) had become detached from the fitting causing the errors and causing fluid to go to the vacuum trap (fl1). He replaced the tubing and check valve (cv27) at vc7 and emptied the fluid from fl1 to resolve the reported issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10 ml from the white blood cell (wbc) bath in a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and vacuum readings of zero (0) were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.